Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
Patient allegedly received an implant via the right femoral vein due to the inability to take anticoagulants. Patient is alleging vena cava peroration, organ perforation and embedment. Patient is further alleging "scratching in the stomach" physical limitations and worry. Report from CT: "ivc filter placement." "There is an ivc filter. The apex of the filter is located at the level of the left renal vein confluence. There is no evidence of apical tilt. There is transmural extension/perforation of multiple filter struts. At the anterior 11 :00 position, there is extension of a strut 0.4 cm beyond the ivc wall. At the posterior 8:00 position, there is extension of a strut 1.0 cm beyond the ivc wall. At the 5:00-6:00 posterior position, there is extension of a strut 0.9 cm beyond the ivc wall and embedded in the anterior cortex of the subjacent vertebral body. At the 3:00 medial position, there is extension of a strut 0.8 cm beyond the ivc wall. There is no evidence of aortic perforation or bowel perforation. There is no evidence of strut fracture or bending." "1. Ivc filter, with transmural extension/perforation of for filter struts, one of which is embedded within the anterior cortex of the subjacent vertebral body. The filter in satisfactory position, with its apex at the level of the left renal vein confluence."

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported, "scratching in the stomach", physical limitations and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on wo for neither device (igtcfs-65-1-uni-celect) lot: e3090972. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated: organ perforation, vena cava(vc) perforation, embedment, "scratching in the stomach" physical limitations and worry, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.